Event description:
It was reported that the atrial lead had exhibited high capture thresholds. The lead was capped and replaced during a device replacement procedure. The patient was doing well post the procedure.

Manufacturer narrative:
.